Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-00284 and 2134265-2016-00286. Platinum diversity clinical study. It was reported that the patient died. In (B)(6) 2014, clinical assessment indicated that the patient's qualifying condition was stable angina. Target lesion #1, a de novo lesion, was located in the 1st obtuse marginal (om) branch with 85% stenosis and was 18mm long with a reference vessel diameter of 2.2mm. There was severe calcification present. Target lesion #1 was treated with pre-dilatation, and implantation of a 2.25x24mm promus premier drug-eluting stent with an overlapping 2.25x24mm promus premier drug-eluting stent. Post-dilatation was not performed, and there was 0% residual stenosis. Target lesion #2, a de novo lesion, was located in the proximal circumflex (cx) artery with 85% stenosis and was 18mm long with a reference vessel diameter of 2.2mm. Severe calcification was present. Target lesion #2 was treated with direct stent placement with a 2.25x24mm promus premier drug-eluting stent, which overlapped the stent placed in target lesion #1. Post-dilatation was performed with 0% residual stenosis. The following day, the patient was discharged on clopidogrel. In (B)(6) 2015, the patient experienced cardiopulmonary arrest, which was considered life-threatening and required hospitalization and intervention. The patient experienced decreased mental state for at least two hours prior to being hospitalized. A CT scan showed atrophy and old lacunar infarct, but no acute findings. The patient had elevated troponins, which were attributed more likely to septic shock from urinary tract infection (uti). The patient experienced atrial fibrillation with rapid ventricular response, which was treated with intravenous (IV) amiodarone and digoxin. The patient was also started on antibiotics vancomycin and aztreonam. The change in mental status was attributed secondary to metabolic encephalopathy from sepsis secondary to uti. The patient had acute renal failure, which was thought secondary to acute tubular necrosis from uti and dehydration. The patient also had a combination of alkalosis secondary to diuretic usage. Diuretics were held and upon hydration, acidosis improved. The patient's mentation waxed and waned, and was thought to be secondary to metabolic encephalopathy versus intensive care unit (ICU) delirium with underlying dementia. The patient experienced bradycardia, and was found comatose on bi-level positive airway pressure (bipap). As the patient was on do not resuscitate/intubate (dnr/dni), the patient received atropine. Pulses were present, but the patient remained comatose. A dopamine drip was given until family arrived, and then weaned off. The patient then went into asystole. Five days later, the patient died. The cause of death was cardiopulmonary arrest due to coronary artery disease.